Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was not working due to the stylus connector being damaged. It was also noted that the handle was broken. The radiofrequency head cable was worn but functional. The radiofrequency upper head case was cracked. The company logo button was missing. The display bezel had a small crack. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.